Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6) 2025. While cleaning the upper endoscope, the brush was inserted through the forceps channel and pulled towards the distal tip. Upon removal, approximately half of the brush bristles had detached. The scope cleaning was completed using the same device. There was no patient involvement in this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event brush bristle detachment.